Event description:
It was reported that patient underwent reverse total shoulder anthroplasty on (B)(6) 2014. Subsequently, a revision procedure was performed on (B)(6) 2014 due to the glenoshpere separating from the base plate. The glenosphere and taper adapter were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: "disassociations of modular components have been reported. Failure to properly align and completely seat the components together can lead to disassociation....all additional locking screws must be adequately tightened."